Event description:
It was reported by service report that the bed was stuck in an elevated position and would not go down. It is unk if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Result - motion interrupt pan was stuck and engaging the fail-safe cherry switch.